Event description:
Physician reported pt complaint of pain 4 wks post procedure. Essure placed in left tube in 209, then the pt returned for second placement one wk later. Pt has had worsening left side pain since placement and spotting. Ultrasound shows the right micro-insert appears properly placed, but the left appears "coiled up". Laparoscopy performed approx 1 1/2 months later. On the day of laparoscopy, pt complained of right sided pain and requested both micro-inserts out. During laparoscopic procedure, physician checked the placement of the devices and they appeared to be in the right location. Physician removed both micro-inserts via laparoscopy then performed bilateral tubal ligation. Pt's pain has resolved since micro-insert removal; physician states that no definitive cause could be found for the pt's pain, but pt's pain may have been related to her "perception" of having an implant.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.